Event description:
Ous MDR - during the implantation of the device, no shock delivery could be obtained. All measurements and settings pre-implant had been ok. No adverse pt side effects have been reported. The device was not implanted.

Manufacturer narrative:
Ous MDR - upon receipt, the device was at bol. Device was not implanted, 4 charging cycles were recorded to the device memory. Memory content of the device was inspected, which revealed that two induction shocks were performed during a dft test on (B)(6) 2010. After the first induction shock, a ventricular fibrillation was induced which self terminated. Therefore, a second 1 joule induction shock was delivered. Further inspection revealed that the device automatically performed an internal reset right after the second induction shock was delivered. Reset of the device re-establishes device integrity, but deactivates the function "detection with magnet applied". When the function " detection with magnet applied" is de-activated, the magnet of the programming wand will withhold vt/vf detection. This led to the reported clinical observation. Further analysis showed that safety mode was triggered by an internal unspecified device state. To determine the root cause of that unspecified device state, the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Next, several provocation tests were performed to reproduce the observed clinical event, however, the device worked flawlessly with regard to the therapy functions. The ICD was opened. Visual inspection of the inner assembly showed no anomalies. Current consumption of the electronic module was normal. The electronic module was tested on component level. However, there was no indication of a malfunction identified. In summary, by design the device is equipped with a safety mechanism to protect the device from unspecified device states. The safety mechanism will immediately trigger an internal reset which re-establishes device integrity. The function "detection with magnet applied" is only applicable during the implantation; therefore, such a reset would not limit the ability of the device to detect and deliver therapies appropriately while implanted and in service. The entire time consuming, exhaustive analysis did not indicate any device malfunction or material or mfg problem. Particularly, no internal unspecified device state re-occurred. Therefore, it is assumed that an external influence caused the unspecified device state, triggering the internal reset and resulting in the clinical event.